Manufacturer narrative:
H3, h6: it was reported that a revision was performed due to right knee pain, and an x-ray indicated the patella had displaced. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As batch information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical evaluation noted that to date, the x-rays and op report have been requested but not received. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time or patient medical history. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on (B)(6) 2014, the patient presented right knee pain. A recent x-ray examination highlighted that the patella had displaced and was in superior patella pouch. A revision surgeon was performed: the knee was opened via previous incision, patellar was reviewed and there was noticed that button had sheared off. The patella was resurfaced as per surgical technique. The current state of health in patient is unknown.